Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set fell off during use events on (B)(6) 2024. The infusion set had been used for 2 days. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.